Manufacturer narrative:
The device was returned to baxter and an evaluation was performed. The reported symptom of a failed occlusion test was not be reproduced. Quality inspection for the upstream sensor was performed and found the upstream sensors to be operating correctly. Upstream sensor testing per the spectrum service manual was also performed with the unit detecting an upstream occlusion. Cracks were found in the upstream sensor. The upstream sensor was replaced.

Event description:
It was reported a spectrum pump failed an upstream occlusion test. It was also reported there was no patient injury.